Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient's implanted infusion pump containing baclofen (dose and concentration unknown). The indication for use was intractable spasticity. On 2016-dec-30, it was reported that the patient was able to feel the catheter through the skin on her back. The catheter would protrude a bit and then go back down in her skin. There was no breakage of the skin, and no indication of infection. The patient followed up with a healthcare provider, and was told that there was no issue and no further action was taken. The issue was noted to be resolved and the patient's status was alive - no injury. Additional information was received on 31-mar-2017 from a healthcare professional via a company representative and it was reported that the patient had a fluid collection around the catheter. It was unknown when the issue first began. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event. Additional information was received from a manufacturer representative on 2017-apr-07. It was reported that the patient began experiencing fluid collection around the catheter the day after surgery. Interventions included a back brace that the patient was wearing for a while. Fluid kept forming, and a healthcare provider (hcp) drained the site twice, but there was not enough pressure and the fluid was still collecting. The cause of the fluid collection was unknown, and it was noted that the hcp needed to schedule a date to open up the patient's back to drain the fluid.